Manufacturer narrative:
The technician found the siderail latch was sticking due to dirt and debris. He cleaned and lubricated the siderail latch to repair the bed.

Event description:
Info received indicates the siderail will not latch.